Event description:
Patient was implanted with plate and screws in approximately 2010. Patient was going in the military and requested removal. Patient returned to or on (B)(6) 2012 for removal of hardware. During the removal two screws stripped and one screw broke. Surgeon cored around the screws to remove them. Surgeon x-rayed the site and no fragments of hardware remain. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for complaint # (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately 2010 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.